Event description:
It was reported that the patient experienced a loss of therapeutic effect following a fall on her right side four days prior to this report. The patient stated that since the fall she had noticed a return of symptoms and had not felt stimulation. The patient increased stimulation from 6.7v to 6.8v and was then able to feel stimulation. The patient planned to monitor symptoms at the new setting. It was later reported that the patient did not have concerns with the device or therapy. The patient stated that she had received assistance from her doctor or manufacturing representative and her concerns were resolved.

Manufacturer narrative:
Product ID: 3093-28, lot# v168016, implanted: (B)(6) 2008, product type: lead. (B)(4).